Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. The reason for reoperation: alcl with textured implants. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that their physician indicated they "had one case that [they know] of where a patient has developed alcl with textured implants." Pathological markers have not been received. Manufacturer of the device is unknown. Device status is unknown. This record is for an unknown side.